Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic knife did not cut during cataract surgery. The procedure was successfully completed on the same day using a different knife, with no further issues. No patient impact was reported.

Manufacturer narrative:
Additional information received provided in sections d.4., d.9., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report of knife not cutting; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. A nonconformance was found. For failed penetration test. This non-conformance could have potentially contributed to the reported event. An investigation was initiated in order to investigate the root cause of the failed penetration test. The returned sample was found to be functionally nonconforming, therefore the knife not cutting. The root cause is related to the electropolishing step in cutting instrument finishing manufacturing process. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related. A nonconformance is initiated to determine the root cause of the penetration value of the cutting instruments. A nonconformance investigation is in progress in relation to the related non-conformance identified within the non-conformance review. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).